Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Event description:
Pt revised for a pseudotumor possibly from metal hypersensitivity, removed cup for inclined placement.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, bone fracture, dislocation, infection, loosening of stem, metal wear, metallosis, and elevated metal ions. After review of medical records, patient was revised to address severe metalosis right total hip arthroplasty with acetabular component malalignment and chronic venous congestion right lower extremity secondary to anterior pseudocyst. Operative notes stated of old posterolateral scar at the right hip was incised and extended distally by several centimeters. There was considerable edema fluid in the subcutaneous tissues. There was noted to be a large bulbous bed of granulation tissue on the fascia lata. This was a caseating necrotic-appearing mass about 4 cm in size which was contagious with the fascia lata. There is extreme fibrous reaction throughout the tensor fascia lata sheath. A large amount of turbid fluid was removed from the greater trochanter. There was complete attritional absence of the abductors on the greater trochanter; that is, gluteus medius and minimus insertions were all completely detached and absent by attrition. The previous posterior approach had been made and scar tissue was detached subperiosteally from the back of the proximal femur. A large amount of pseudocapsule was present on the greater trochanter. The stem and cup were well fixed but the cup appeared relatively vertical. There was evidence of impingement of the neck of the femoral component on the inferior portion of the cup edge. There was very little evidence of actual bone ingrowth into the cup however, and most of the fixation appeared to be firm and fibrous in nature. There was metalosis over the anterior portion of the socket which was then curetted. An anterior superior cyst was curetted and grayish material was further debrided. There was a channel of metalosis on the anterior portion of the hip capsule. Additionally, there was severe chronic edema of the right lower limb, the right leg was twice the size of the left due to extrinsic compression of the external iliac vein and common femoral vein from a large anterior capsular pseudocystic or perhaps solid lesion. Added stem and bone screw due to new allegations. Added lawyer, law firm, revision surgeon, revision hospital, medical history, and expiration dates of head, liner, and cup. Updated patient's initials. At this time it¿s unknown where the fracture occurred. If/when more information is received, the pc will be updated as needed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.